Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one curved opening, appears crater and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: opening crease sharp, stress marks and wear abrasion. Based on the device analysis the final assessment is: one opening crease sharp assessed as fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV with calcification and creases. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade IV with calcification and creases. The device was explanted. This record is for the right side.